Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) received one device opened by the account with the appropriate packaging. The visual inspection of the returned product noted one suture and one needle detached. The needle was returned disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Grasping the needle at the swaged end can cause the needle to break, bend, or become disengaged from the suture. The needle should always be grasped in the middle, where the diameter is greatest. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to an endoscopic surgery for prostate cancer, after opening the product, both needle and thread broke. Another suture was used to complete the case. There was no patient injury.